Manufacturer narrative:
A ge service representative performed an evaluation. The evaluation indicated that a replacement image processor ipc was required. Image processor has been ordered. It is expected that replacement of this part will address the stated problem. No additional issues are expected. If additional information is received that indicates otherwise, it will be reported as required.

Event description:
It was reported that there was no image on the main monitor of the fluorostar system. There was no report of patient injury.